Event description:
The doctor claims that the graft was implanted in 1998, for an abdominal aortic aneurysm procedure. The length of the implant was 30cm. The graft was removed in 2003 due to it being dilated from 16mm to 22mm and leaking. The doctor stated that the graft may have been infected. Note: the incident date is unknown and has been approximated for reporting purposes only. According to the report, no other information is available. In 2003, the co received the following additional information: the leakage occurred from the middle of the graft.